Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing, the collagen could cause the collagen to enter the artery.

Event description:
It was reported that the patient received a 6f vip angio-seal following a pre-insertion angiogram. One day later, the patient's foot turned blue and cold. Two days later, the patient was sent to surgery for a total occlusion in the right femoral artery. The surgeon found the collagen in the artery and removed the entire angio-seal device. A surgical repair with vein harvesting was performed and a femoral to posterior tibial graft was placed. The clot continued to form all the way down the patient's artery down past the knee. The patient was reported to be recovering.